Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call of customer's hospitalization for low blood glucose levels. The customer's low blood glucose level was 23mg/dl. The customer's most current level was 204mg/dl. The spouse believed the pump was not delivering insulin. The customer was treated with sugar water. The customer believed the pump was over delivering. The customer was advised that replacement pump would be sent. The customer declined to return pump at this time.